Event description:
It was reported that approximately 20 months post-implant of a bifurcated device, an infrarenal aortic extension and bilaterally implanted limb extensions, an alleged stent fracture was identified on the bifurcated device. The stent fracture was noticed during a follow-up computed tomography scan and confirmed by x-ray films. The physician is in the process of determining course of action.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional info becomes available.